Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02487.

Event description:
The patient was undergoing a coil embolization procedure in the ascending left lumbar vein using ruby coils and pod packing coils (podj). During the procedure, the hospital technician accidentally bent the pusher assembly while inserting the ruby coil and the podj into the lantern delivery microcatheter (lantern), therefore; the ruby coil and podj were removed. The procedure was aborted at this point due to losing access. There was no report of an adverse effect to the patient.